Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament suspension procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, when the physician fires the suture to deploy thru the ligament, it was noted that dart was stuck in the cage. The physician tried the second time but same thing happened. Basically, the dart was caught in the cage but got stuck. On the last attempt, the dart detached from the suture, but did not fall off into the patient. The procedure was completed by opening a new capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.